Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at wrist are not damaged. Failure analysis investigation also found the following: the instrument's distal pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and damage to the main tube during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, it was noted that a wire separated on the large suturecut needle driver instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.